Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing power cable disconnect alarms despite the system controller being connected to a power source. The system controller was exchanged and the pt remains on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation and the reported event was confirmed. During functional testing of the returned system controller, no alarm conditions were observed; however, when the black power lead was maneuvered at the connector end during testing, the system reported power cable disconnect alarms, consistent with the reported event. In addition, movement of the black power lead during testing resulted in intermittent interruption of pump support. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector and of the black power lead, the brown conductor that monitors the battery voltage was found to be severed. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction corrective (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.